Event description:
Related manufacturer reference numbers: 2017865-2022-04019. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing and the atrial lead exhibited under-sensing as well as inappropriate automatic mode switch due to noise over-sensing. The ICD and the atrial lead were both explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of pacing anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and using automated testing equipment, and no anomalies were found.